Event description:
Customer states she tested blood glucose and got 442 mg/dl and then in four minutes retested and got 162 mg/dl. Customer states no injury or illness, and no actions taken on blood glucose values above. The device was replaced and requested to be returned for evaluation.